Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'). In an adult female patient who had essure (batch no. 627739), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches") and bacterial infection ("frequent bacterial infections"). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, rash, abnormal weight gain, abdominal distension, migraine and bacterial infection had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial infection, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: coils properly placed. Lot number#: 627739. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure (batch no. 627739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), abnormal weight gain ("excessive weight gain"), abdominal distension ("abdominal bloating"), migraine ("migraine headaches") and bacterial infection ("frequent bacterial infections"). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, rash, abnormal weight gain, abdominal distension, migraine and bacterial infection had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial infection, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Lot number- 627739. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received : reporter information and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.